Event description:
It was reported that this pacemaker device exhibited farfield oversensing and loss of capture (loc). Upon review of the atrial tachy response (atr) episode, technical services (ts) stated that there was sinus tachycardia with occasional farfield r-wave oversensing and atr mode switch. There was low amplitude signal on the right ventricular (rv) electrogram (egm) due to fusion beats. The available trend data showed a variable intrinsic amplitude; however, the impedance and thresholds measurements were stable and within the normal range. This device currently remains in service. No adverse patient effects were reported.